Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 85% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the device exhibited power on reset (por) when a plasma blade was used directly against the device can. It was also reported that the device's longevity to recommended replacement time (rrt) was shorter than it should have been considering the programmed settings and therapy use over the life of the device. The device was explanted and replaced due to rrt being reached. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: 694765 implantable tachy lead, implanted: (B)(6) 2009; 419588 implantable pacing lead, implanted: (B)(6) 2009.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.